Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the pump had an issue of possible helium loss. Additional information stated that the issue happened "a few minutes after insertion. So, the user changed the catheter as well as the iabp simultaneously and continued the procedure". Furthermore, "the second cather was inserted at the same site". Patient condition reported as "uneventful recovery and [the patient] was discharged". The service technician could not replicate the issue. A helium leak test was performed, and it is passing. A helium integrity test was also performed, and source is fine. The service technician checked the tubings and their connections, and the service technician found no faults.

Event description:
It was reported that the pump had an issue of possible helium loss. Additional information stated that the issue happened "a few minutes after insertion. So, the user changed the catheter as well as the iabp simultaneously and continued the procedure". Furthermore, "the second catheter was inserted at the same site". Patient condition reported as "uneventful recovery and [the patient] was discharged". The service technician could not replicate the issue. A helium leak test was performed, and it is passing. A helium integrity test was also performed, and source is fine. The service technician checked the tub ings and their connections, and the service technician found no faults. Associated to MDR 3010532612-2022-0025.

Manufacturer narrative:
(B)(4). The reported complaint of possible helium loss (2) alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.